Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up. It was noted that the right atrial (ra) lead exhibited loss of capture and noise. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.